Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the arterial lines in the radial artery pressure monitoring set clotted. The circumstances surrounding the usage and handling of the devices leading up to the reported clotting were not reported. Additional information has been requested from the customer. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
PMA/510(k) #:preamendment. Investigation ¿ evaluation: a review of the complaint history, device history record , quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined, however; based on the provided information the likely root cause is deemed to be; ¿inconclusive¿. We will continue to monitor similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
The international customer reported that the arterial lines in the radial artery pressure monitoring set clotted. The circumstances surrounding the usage and handling of the devices leading up to the reported clotting were not reported. Additional information has been requested from the customer. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation. After further review of the record, it was determined that it should be noted that 2 devices from the same lot were reported with this event. Additional information has been requested for additional clarification. However, none has been received to date.